Event description:
The nurse assisting a (B)(6) female pt contacted lifecor customer support to report that the pt is having problems with the vest and is receiving alarms. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B)(4) has been completed. The reported problem (pt receiving alarms) has been confirmed. A review of the pt download shows excessive falloff on the left ecgs. The cause of the ECG falloff was due to a short from signal to ground in the cable from ECG b to ECG c. The root cause of the defective cable cannot be positively determined. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.